Event description:
It was reported, that the implantable cardioverter defibrillator was unable to pair to the mobile application, due to a suspected bluetooth malfunction. The device was eventually able to pair. No intervention was reported. There were no patient consequences.

Event description:
New information received indicates that the patient presented in clinic. The device was able to communicate with the programmer normally but was unable to pair. The mobile application was reset due to multiple pairing attempts. It was attempted to pair in clinic again and was unsuccessful. It was suspected that this was due to poor phone service at the clinic. The patient was able to re-pair the application once they went home. The patient was stable.